Manufacturer narrative:
The fsr replaced the mixer valve. The fsr performed pm inspection and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, an "eod" error code occurred on channel a on the heater cooler unit. The fsr stated this issue is a valve problem. There was no patient involvement.